Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be the keypad assembly charge button that was stuck in the on position and disabled the analyze button functionality. The keypad assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
During a patient event, it was reported that the device analyze button was inoperative and the device failed to analyze the patient ECG. The fire department responders were at the scene and utilized another lifepak 15 device to provide care. There was no adverse patient outcome reported due to the device use. There were no further details on the event and/or the patient provided.